Event description:
Customer reporting what they feel are 4 faint false positive sars results. Customer states they were symptomatic for a time but are no longer symptomatic. No confirmation testing has been performed but customer feels their symptoms are lessening and they should no longer be positive. Report 2 of 4.

Manufacturer narrative:
Investigation conclusion:a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.